Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging hypoglycemia while on insulin pump therapy with blood glucose measurement of 38 mg/dl with unsteadiness when standing and walking. The reporter confirmed the patient did not receive any treatment above or beyond the usual routine of diabetes management. Troubleshooting by animas customer support determined there was no pump malfunction, however, there was a training/misuse issue; user miscounting carbohydrates, bolus type was incorrectly programmed. The user took 4.3 units of u 500 insulin via the insulin pump when blood glucose (bg) was at 88 mg/dl. User¿s target bg was reported to be 130-150 mg/dl. User using incorrect type of insulin the pump per the user¿s booklet; your pump is designed and calibrated to deliver u100 insulin. Use of any insulin with lesser or greater concentration can result in serious injury or death. Incorrect use of your pump, failure to follow the instructions in this owner¿s booklet or improper/inadequate self-care and troubleshooting techniques can lead to death or serious injury. This complaint is being reported because the user experienced hypoglycemia while on insulin pump therapy due to training/misuse issues.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2016: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2016 with the following findings: review of the black box data revealed records beginning on (B)(6) 2016. Data from the date of the alleged event had been overwritten due to continued patient use. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. On investigation, the pump passed delivery accuracy testing and was found to be delivering within the required range and delivering accurately. Investigation did not duplicate the complaint.